Manufacturer narrative:
(B)(4). Concomitant medical product: mitraclip system, steerable guide catheter, clip delivery system. (B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. All available information was investigated and the reported single leaflet device attachment (slda) leading to incomplete coaptation appears to be related to patient morphology/pathology. The patient effect of unchanged mitral regurgitation (mr) is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer concluded that there is no indication of device issue in causing the slda of the first clip or increase in mr back to baseline. Leaflet pathology and/or visualization issues might have been causal or contributory. The need for surgery was associated with the slda and increase in mr but not reflective of a device issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is being filed because the first deployed clip (50611u116) detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet, which required surgery for treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and posterior leaflet flail. One clip (50611u116) was implanted and the mr was reduced to 2-3. A second clip delivery system (cds) was advanced to the mitral valve. Prior to grasping, the first clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). The mr had returned to 4+. The second clip was implanted to stabilize the slda clip; however, the mr was not reduced. With the two clips implanted, the mr remained at 4+. The patient was confirmed to be stable post procedure and has been scheduled for mitral valve replacement surgery. No additional information was provided.